Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The power and anesthesia control boards were replaced.

Event description:
The hospital reported that, at the end of a case, the unit stopped ventilation. The clinician reportedly switched to manual mode and rebooted the system. The case was completed with no further reported complaint. There was no reported patient injury.